Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod packing coil (packing coil), a pod coil, and a lantern delivery microcatheter (lantern). It should be noted that the patient¿s anatomy was moderately tortuous and mildly calcified. During the procedure, the physician successfully implanted the pod coil into the target vessel using the lantern. While advancing the packing coil through the distal length of the lantern, the physician experienced resistance. As the physician was retracting the packing coil, the coil unintentionally detached within the lantern. Therefore, the lantern containing the detached packing coil was removed from the patient. The procedure was completed using a new packing coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod packing coil (packing coil) confirmed that the embolization coil was detached. Evaluation revealed that the pusher assembly was fractured and the pull wire was retracted from the pusher assembly distal detachment tip. If the packing coil is advanced against resistance, damage such as a kink and subsequent fracture on the pusher assembly may occur. The pusher assembly fracture likely contributed to the pull wire to retract from the pusher assembly distal detachment tip and causing the embolization coil to detach during the procedure. The reported moderately tortuous and mildly calcified patient anatomy may have contributed to the resistance experienced during procedure. Further evaluation of the device revealed that the pet lock separated and pull tube was kinked on the proximal end of the pusher assembly. This damage is incidental to the complaint and the root cause could not be determined. Evaluation also revealed a kink on the pusher assembly and offset coil winds on the embolization coil. This damage is incidental to the reported complaint. The kink may have occurred during packaging of the device for return to penumbra. The offset coil winds may have occurred during manipulation of the packing coil against resistance. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.